Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: lo mmol/l (which on the system indicates a result of less than 0.6 mmol/l), 7.0 mmol/l, 9.8 mmol/l, and 7.3 mmol/l.